Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Distal to stent. The inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported the stent delivery system (sds) was attempted to advance through a previously deployed stent in the heavily calcified lesion, which likely contributed to the reported difficulties. The xience v instructions for use states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. An interaction with the previously deployed stent during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent during the inspection prior to use. Subsequent interaction with the guiding catheter during retraction would have then led to further damage and ultimately the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported difficulties appear to be related to the operational context of the procedure. The lot history record for this product was not reviewed and a similar incident query was not performed because the device was not returned and the lot number was not reported.

Event description:
Reportedly after a 2.5 x 12 mm xience was implanted in the heavily calcified right coronary artery (rca), a 2.5x12 mm xience was attempted to cross through the first stent; however, it failed to cross and the stent dislodged upon withdrawal into a non-abbott guiding catheter. The dislodged stent was implanted in another target lesion located in the ostium using the same stent delivery system balloon. A 2.5 x 28 mm xience stent was successfully implanted into the distal target lesion to complete the procedure. No patient effects were reported. The patient was fine post procedure. No additional event or patient information was provided.